Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned device gii housing collect indicated that the knob away from the collect plunger pin, confirming the stated complaint. The device is worn and shows significant signs of use. The device was manufactured in 2011. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Our investigation did not determine a specific cause of the stated failure. A review of complaint history on the listed part revealed no prior complaints for the listed batch. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that during a tka procedure the spring loaded release notch was loose and came apart. No pieces fell or were left inside the patient. No delay reported. No revision surgery performed. Backup available. No impact or injury to patient reported.